Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the customer reported complaint was confirmed/replicated. Failure analysis found the primary failure of the bent grip tip to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.018¿ offset at the tips. As a result, a gap between the grip tips is observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/misuse. Bent grips with an offset less than 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument was not grasping well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting not grasping well, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument was not grasping well and it was unknown if fragment fell into the patient. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.